Event description:
It was reported that patient underwent a total elbow arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total elbow arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2015 due to loosening. The humeral component was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: expiration date - unknown, date implanted - unknown, initial reporter - unknown, PMA/510(k) number, manufacture date ¿ unknown.